Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent high thresholds and loss of capture for the leadless implantable pulse generator (ipg) post procedure. It was noted the right ventricle was in poor condition. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.